Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips ( open vial more than 4 months) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer states that he was released from the hospital on (B)(6) 2018. Customer condition improved due to change in medications and dosages. No symptoms or medical attention reported at the time of the call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred as soon as the blood sample was absorbed. The customer did not report any symptoms at the time of the call, but was currently in the hospital. Customer stated that on monday, (B)(6) 2018, he had felt dizzy and had attempted to check his blood sugar. Customer stated the truemetrix meter kept giving the e-2 error message. Customer stated because he was feeling dizzy he had called the ambulance and had been transported to the hospital. At the hospital, the customer's blood glucose test result using the hospital meter was 400 mg/dl non-fasting. Customer is currently still in the hospital at the time of call and he expected to be released that day. Customer was using the correct test strips. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/28/2018 and test strips were opened more than four months ago. Due to customer being in hospital at time of call and test strips being expired, a back to back blood test was not performed.